Event description:
The patient's phone was unable to be paired to the device and a possible bluetooth (ble) malfunction was alleged. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Event description:
Additional information was received that the patient was seen in clinic and the device was successfully interrogated using ble telemetry.